Event description:
After external defibrillation, the device involved in this MDR report could not be interrogated. An attempt to force the device to switch to standby mode was done, but failed. Therefore, the device was explanted. However, the physician is not complaining about this behavior, and no further data will be available; the device itself won't be returned for analysis.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the us. Since the device is not available for analysis, no final conclusion can be drawn. However, because an external defibrillation shock was applied to the pt, the observed failure to interrogate most probably resulted from the permanent damage of the implantable unit through the external defibrillation shock.